Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields. -h3. -h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The legal manufacturer was able to confirm that the customer's reprocessing steps were not deviated from the instructions for use. Deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. It was confirmed there was physical damage to the subject device at the foreign material residue point based on the results of the investigation, olympus confirmed foreign material came out of the device, the material inside nozzle could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: gif-1200n series operation manual: chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif-1200n series reprocessing manual: chapter 5 reprocessing the endoscope. (And related reprocessing accessories). Olympus will continue to monitor field performance for this device.